Manufacturer narrative:
(B)(4). E1 initial reporter state: (B)(6).

Event description:
It was reported that signal loss over one hour occurred. On 04/04/2023, the pediatric patient experienced signal loss for over 1 hour. The patient was at home watching tv and experienced dizziness, and then lost consciousness around 1 pm, fell, experienced a concussion, and broke her nose. The continuous glucose monitor was not providing readings as it was experiencing a signal loss during the event. The parents took the patient to the hospital around 1:20 pm. At the hospital there was no medication documented but the patient was kept under observation. The patient stayed just for one day at the hospital. There was no blood glucose value reported during the entire event. At the time of the report the patient was in stable condition. Data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.